Event description:
It was reported by the rep that the device was used during a sigmoid colectomy. It was reported the ets flex did not fire unfortunately, the reload (tr35w) could not be retrieved from the sharps container. There was no consequence to the pt.